Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us. Manufacture information was unable to be determined with information provided.

Event description:
It was reported that while being used for automatic ventilation, the ventilator switched to manual mode and no ventilation was performed. The patient expired. It was reported as being "difficult to judge" whether the device was a factor in the patient's death. The device had been checked prior to use in accordance with the instructions for use.